Event description:
Complaint #(B)(4). The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced inadequately controlled postoperative pain and urine residual of 270cc.